Event description:
Received info from affiliate in (B)(4). Pt's parent filed with the (B)(6) competent authority, (B)(4). On (B)(6)2010, the child was traveling and experienced ocular itching ou and removed contact lenses. The discomfort continued and the pt was seen in a local primary care center. On (B)(6)2010, the symptoms continued and the pt was seen at another primary care center and diagnosed with an "ocular infection." On (B)(6)2010, the pt's symptoms worsened and the pt was seen at a local emergency department. The pt was diagnosed with ulcers ou and was classified as "serious." The pt was admitted to the hospital on (B)(6)2010. The ophthalmologist noted an ulcer, presumed to be infectious od. This report is for the right eye. Product was not available for eval. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.